Event description:
As reported by the user facility information by bbm sales organization in ireland: "underinfusion" the reporter complained that all of their six devices ( s/n: (B)(4) are intermittently not infusing. The drug to the patient even though everything looks good and the lcd screen says it is infusing to the patient. B. Braun infusion pump shows in the display as infusing but no fluid goes to the patient. The problem happens intermittently. The staff mentioned this problem repeated multiple times during infusion therapy. No injury reported, but therapy delay to the patients. The customer has returned only one device for investigation, sn: (B)(4), with a sample line and a third party filter used for therapy. Note: this complaint is part of collective registration: (B)(4).

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report: (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report 400561758. As no sample and no meaningful picture was provided, proper investigation on malfunction could not be performed. Hence, the complaint is considered as not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.